Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against left device. The device was explanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against left device. The device was explanted.

Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified flat creases, dark ring and deformation. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. In additional analysis it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa (B)(4). A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order # (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. Which is not related to the reported complaint. A review of the current risk documents was performed and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implants for the period of mar 2020 through feb 2022, was noted an outlier in jun 2020. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against left device. The device was explanted.